Event description:
Patient reported left side is left side "less full." Healthcare physician reported a left side deflation. Device remains implanted.

Manufacturer narrative:
Information contained in this report was previously submitted through asr on (B)(6) 2017.a review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.reason for reoperation: "less full."

Event description:
Patient reported left side "less full." Patient later reported "pain." Healthcare physician additionally reported a deflation. Device has been explanted and replaced.

Event description:
Patient reported left side "less full." Patient later reported "pain." Healthcare physician additionally reported a deflation. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ deflation: observed three openings on anterior and radius side assessed as surgical damage and observed opening on posterior side assessed as fold flaw opening. ¿ pain-ndr: unable to observe as it is not related to the device. As per the investigation procedure, creases, non-penetrating nicks, particles and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions.